Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the proportional solenoid valve (psol). The device passed all calibrations, short self-test (sst) extended self test (est) and performance verification testing according to MFR specifications.